Event description:
A 2.5mm diameter by 18mm length s660 stent delivery system was inserted to primary stent a lesion in the left anterior descending artey. It was not possible for the stent to cross the severely calcified target lesion despite aggressive attempts. Upon removal of the stent delivery system, the stent dislodged when it caught on calcium at the tip of the guide catheter. A snare device was used to retrieve the stent, however, a cutdown procedure was required to successfully remove the undeployed stent at the femoral sheath. There was no further treatment to the target lesion. The patient was reported to be fine post procedure and there was no additional clinical sequelae reported related to the event. The calcification of the artery and the lesion not being pre-dilated contributed to the event.